Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at keypad traces. No button error alarmed. The pump was received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 187 mg/dl. The customer stated that she was just sitting and she received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.